Event description:
Boston scientific received information that this left ventricular (lv) lead did not stay in place due to patient condition. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no analysis was performed. It was noted that no analysis is needed for lead dislodgement issues.